Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low out of range pace impedance measurements on the right atrial (ra) lead. The involved lead is a non boston scientific product. Boston scientific technical services (ts) was consulted and reprogramming options were suggested. No adverse patient effects were reported. At this time, this device system remains in service.